Manufacturer narrative:
Actual device evaluated by simulated use testing and confirmed the reported issue. Further evaluation determined that a failed vacuum sleeve was the cause of the shaft frosting.

Event description:
Tested probe to around -60 to -70 degrees c which showed no indication of failure. Shaft then frosted around the 1 minute mark which I then shut off.